Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2023-14480 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the water floods inside the device and liquid adheres to the board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source had water entering into the compressed air. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.